Event description:
Technician alleged that the welds were broken at the rectangular tubes that hold the siderail latch blocks.

Manufacturer narrative:
Technician replaced the siderails to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.